Manufacturer narrative:
Results: the suction connector to the penumbra system max aspiration tubing (tubing) was blocked. Conclusions: evaluation of the returned device confirmed that when the tubing was connected to a demonstration aspiration pump, no vacuum was present. Further evaluation revealed that the suction connector to the tubing was blocked by an adhesive. The blocked suction connector likely prevented the vacuum pressure from being present during preparation. Penumbra devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system max aspiration tubing (tubing) was occluded and did not aspirate. The defective tubing was found prior to use and was not used for the procedure. The procedure was completed using a new tubing.